Manufacturer narrative:
(B)(4).

Event description:
Procedure type: low anterior resection. According to the reporter: the first reload stopped firing 1/3 of the way. The staple line is not complete and had to be opened. It did cut and seal. The second reload, the staples did not form well and the staple line did not completely form. The device cut, but did not seal. There was unanticipated tissue loss. The incision was not extended by more than one inch. There was no bleeding reported in excess of 500cc. The case was not extended by more than 30 minutes.